Event description:
The reporter stated that the surgeon implanted a 19.0 diopter icm125v4 implantable collamer lens and explanted the lens the next day due to an excessive vaulting of the lens creating an elevated iop, narrowing of the angle, a shallowing of the acd and a corneal edema. It was reported that a capsular tear occurred. Further information has been requested but none has been forthcoming. If more information is received, a supplemental manufacturer's report will be filed.